Event description:
The manufacturer received a voluntary medwatch (mw5148089) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging foam leaking into the airway where it is continuous inhaled by the patient for over 7 hours every day, pulmonary nodules, heart valve issues, aortic aneurism, shortness of breath. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Additional information was received on 10/21/2024, and section h 11 should be reported as: the manufacturer received a voluntary medwatch (mw5148089) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging foam leaking into the airway where it is continuous inhaled by the patient for over 7 hours every day, pulmonary nodules, heart valve issues, aortic aneurism, shortness of breath. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: evaluation method code, evaluation results code and conclusion code grid has been updated.